Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently admitted to the intensive care unit due to blood glucose ranging between 323 and 423mg/dl and diabetic ketoacidosis. The customer was treated intravenously with insulin and saline, and was discharged on (B)(6) 2021 with no known permanent damage. Tandem technical support assisted the customer with reloading the cartridge onto the pump and resuming insulin delivery.